Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor cable was cut. The cable was replaced. No report of patient involvement.

Event description:
The system would not recognize the flow sensor. There was no report of patient involvement.